Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that the tip of the dilator seemed damaged after opening the product, prior to use. Images of the complaint device depict a frayed and jagged edge dilator tip. According to the reporter, this occurred prior to patient contact; there was no impact to the patient.